Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on the bd cathena¿ safety IV catheter with bd multiguard¿ technology fell off and failed to cover the needle as a result. This occurred multiple times with an unspecified amount of catheters. The following information was provided by the initial reporter: "safety mechanism is falling off of the cathena catheters. Multiple incidents now."

Event description:
It was reported that the safety mechanism on the bd cathena¿ safety IV catheter with bd multiguard¿ technology fell off and failed to cover the needle as a result. This occurred multiple times with an unspecified amount of catheters. The following information was provided by the initial reporter: "safety mechanism is falling off of the cathena catheters. Multiple incidents now.".

Manufacturer narrative:
A trend for the safety shield activation failure (catheter) failure mode for lot 2238464 has been identified. The appropriate personnel have been notified of this complaint. Bd determined that the cause of the failure was related to our manufacturing process. Actions to address this trend have been initiated and a manufacturing root cause is being investigated for this failure mode. Bd is conducting a voluntary medical device recall of the lot 2238464 for the bd cathenatm safety IV catheter system product. Production records were reviewed, and a notable preventative maintenance occurred which could be related to the cause of this defect. H3 other text : see h10.